Event description:
Through follow up with the health care provider, patient health and physical was provided indicating this patient presented with severe prosthetic aortic stenosis. Patient was a high risk for redo avr due to advanced age, frailty and multiple medical comorbidities. Patient's medical history was significant for long-term afib, cad, hyperlipidemia, hypertension, copd, obstructive sleep apnea, rheumatoid arthritis, dvt and chf. Her pre-admission echo showed ad ef of 60-65%, well seated bioprosthetic aortic valve, dimension left index 33%, moderate aortic insufficiency, mild mitral stenosis, and stage I lv diastolic dysfunction. The operating room tee reported the aortic valve was well seated, restricted leaflet mobility, particularly of the leaflet in the non-coronary position. At least moderate central aortic regurgitation. Gradients were not re-measured. Known severe prosthetic valve stenosis. Post-pump summary indicated successful tavr with no procedure related complications apparent by echocardiography.

Manufacturer narrative:
The valved conduit is not available for return and evaluation because it remains implanted after the procedure. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This intervention was reported due to stenosis. The leaflets were described as "restricted leaflet mobility." This most likely was due to one or more patient contributing factors. This patient had diabetes mellitis type 2, hypertension and hyperlipidemea. Without return of the device for evaluation, we are unable to confirm the clinical assessment as provided by the health care provider.

Event description:
Edwards has learned of a valve-in-valve intervention to correct a failing 21mm aortic pericardial valve. A 23mm transcatheter aortic valve was implanted into a 21mm aortic pericardial valve. The implant duration of the 21mm aortic valve at the time of the procedure was five (5) years, eleven (11) months and twenty six (26) days. No specifics were provided regarding the reason for failure.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.